Manufacturer narrative:
Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent fluid from flowing through its intended fluid path. The downloaded data did not show any timeouts or drive stalls during its run. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.